Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. There was a significant amount of fluid identified as an inflammatory type consistent with metal allergy. There was significant dark staining throughout the area. Doi: unk - dor: (B)(6) 2011 (left hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. There was a significant amount of fluid identified as an inflammatory type consistent with metal allergy. There was significant dark staining throughout the area.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Additional information: litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. There was a significant amount of fluid identified as an inflammatory type consistent with metal allergy. There was significant dark staining throughout the area. Update- (B)(4) 2012 - litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels. There was no new information received that would impact the outcome of the investigation. Update- (B)(4) 2012 - plaintiffs' preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.